Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the image not displaying was seemingly attributed to communication failure caused by faulty cable. A definitive root cause for the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was noted that the device had a black and static image. This is attributed to the failed cable. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, during preparation for use for an unknown procedure, the device image went black to static. There is no patient involvement and no harm reported to any patient.